Event description:
It was reported via repair work order that the catch bar that catches the safety hook when loading and unloading the cot in the ambulance would not spring into position to secure the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.